Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges the patient experienced a ring break. Without the sample being returned the allegation of a ring break can not be confirmed and the reason for the alleged ring break can not be determined. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2003 - the patient underwent an open abdominal surgery for a ventral hernia. The patient's hernia was repaired with a composix kugel mesh. On (B)(6) 2014 - the patient presented to the hospital with complaints of nausea and pain. The patient was allegedly found to have periontitis from an ischemic perforated bowel due to the ring of the composix kugel breaking. The patient underwent surgery to explant the hernia mesh and bowel resection with permanent colostomy. The attorney alleges the patient experienced pain, additional surgical procedure, ring break, bowel perforation, nausea, explant and disability.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2003 - the patient underwent an open abdominal surgery for a ventral hernia. The patient's hernia was repaired with a composix kugel mesh. (B)(6) 2014 - the patient presented to the hospital with complaints of nausea and pain. The patient was allegedly found to have periontitis from an ischemic perforated bowel due to the ring of the composix kugel breaking. The patient underwent surgery to explant the hernia mesh and bowel resection with permanent colostomy. The attorney alleges the patient experienced pain, additional surgical procedure, ring break, bowel perforation, nausea, explant and disability. Per provided medical records: (B)(6) 2003 - patient was diagnosed with ventral incisional hernia and scheduled for incisional herniorrhaphy at colostomy site. Per operative notes "the hernia sac was identified." "An 11x14 composix (kugel) mesh (device #1) was inserted preperitoneally." "At this time, the fascial defect was then approximated over the mesh incorporating the marlex portion of the mesh¿. (B)(6) 2004 - patient was diagnosed with ventral incisional hernia in the periumbilical region and scheduled for incisional herniorrhaphy with mesh. Per operative notes " the contents of the hernia were freed up and reduced back into the abdominal cavity. A large ventralex mesh (device #2) was inserted and the marlex tabs were sutured to the anterior fascia¿. (B)(6) 2014 - patient was diagnosed with perforated viscus with sepsis, peritonitis and underwent exploratory laparotomy, extensive complex adhesiolysis and removal of abdominal wall mesh. Per operative notes "the patient had a clear hernia above her prior mesh repair." As we chipped away through mesh, we were able to excise some fragments and to mobilize bowel freely down and away from the mesh." "We encountered at least 3 different types of mesh (device #1, device #2) in the abdominal wall at different levels that were carefully removed.¿ attorney alleges that the patient experienced adhesions, bowel perforations, bowel removal, infections, pain, permanent colostomy, emotional injuries with and without treatment.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Without a lot number a review of the manufacturing records could not be conducted. The information provided alleges the patient experienced a ring break. Without the sample being returned the allegation of a ring break can not be confirmed and the reason for the alleged ring break can not be determined. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct event & explant date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Based on the medical records provided over ten years post implant of the composix kugel mesh (device #1) the patient was diagnosed with a perforated viscus and underwent surgery. The medical records indicate multiple layers of mesh were identified and removed. An additional hernia was noted, however, based on the anatomical location of the hernia a recurrence does not appear to have presented. Regarding the initial allegation of "ring break" the medical records provided do not indicate a break in the mesh ring. The instructions-for-use supplied with the device lists, adhesions, and infection as possible complications. In regards to infection, the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh. Updated fields: a2, a4, b4, b5, b6, b7, d4 (lot no.), e3, g1, g3, g6, h2, h3, h6, h10, h11. Corrected fields: b3 (date of event) & d6.b (date of explant). This supplemental emdr represents composix kugel mesh (device #1). An additional emdr was submitted to represent the ventralex mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.